Event description:
The pt was on ECMO post cardiac surgery. An oxygenator failure was noted and when attempting to prime a replacement, it had an immediate leak. A second oxygenator also was primed and found to have a leak as well. A third was then primed and functioned normally.